Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device longevity dropped between followups. Patient condition is good. Device remains implanted.